Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface, real time operating system board and interconnect cable were replaced. The voltage and strapping were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error message and would not reboot. No pt injury was reported.